Event description:
Information received from the field notes that while still in the box, interrogation revealed an eri message. The message was cleared and when the device was interrogated, the measured battery data was 2.65v.